Event description:
I inserted the dexcom g7 sensor. It failed after I tried inserting and I got a critical error message. I called dexcom and they said I needed to replace it. After removing I inserted a 2nd g7 sensor that also had the same critical error. Called dexcom again and was told to replace. I then inserted a 3rd g7 sensor (I purposely chose one with a serial number that wasn't similar to the first 2). If I had been traveling for a day, I would not have 3 sensors with me. I always carry 2 for those just in case moments. There should be no reason to need 3 devices because of product failures. Ref report: mw5159380.